Manufacturer narrative:
D9 - date returned to mfg: 8 aug 2025. Investigation summary. Received one (1) used list# 142730490, plum 150 ml burette set for inspection. The clave on the secondary port was broken at the tubing connecting into the port but not completely separated. No other damages or anomalies noted. The tubing on the clave and tubing connected to the burette port showed some marks that suggested bending force applied were observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of broken clave can be confirmed. The probable cause is typical due to an unintentional bending force applied during use.

Event description:
A clave additive port of a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reportedly snapped off during a patient infusion of an unspecified drug. There was no patient harm nor drug exposure.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).